Event description:
The device was returned to physio-control in accordance with FDA field action number #z-0836-2007. During evaluation of the returned device it was observed that the charge pak, low power and service icons were displayed and the device failed to power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The root cause was determined to be due to a failure of capacitor c177 on the analog pcb assembly. A replacement device was provided to the customer.